Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2023-02873. It was reported that following electrocution with approximately 250v from a generator, the patient experienced a burning sensation at the ipg site. The sensation is present when stimulation is on and when stimulation is off. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg and the s1 lead with low impedance were explanted and replaced to address the issue.